Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30283751m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient in their (B)(6) (approximately (B)(6)) underwent atrial fibrillation ablation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, during use of biosense webster product, a pericardial effusion was noticed and confirmed by ultrasound. Caller reported that the medical intervention provided was a pericardiocentesis and unknown amount of fluid was removed. The patient was transferred to the operating room where the left atrial appendage was removed. The patient¿s condition has improved. They did well after surgery and were extubated and sent to recovery. The patient did require longer recovery due to the surgical intervention. In the opinion of the physician, this event was procedure and patient condition related. The transseptal was performed with a st. Jude medical brk1 needle. Ablation was performed prior to noticing the effusion. There was no evidence of steam pop. The flow rate was 8ml/min on high flow (per IFU for under 30w). No error messages were presented by the system. Dashboard, vector, visitag and green tip overlay on ultrasound were used for force visualization. Visitag stability settings were 2.5mm/4sec, fot25% 6gr and time for color.